Event description:
The pt underwent total hip replacement in 2004. At the end of september the pt experienced dislocation. While the surgeon was manipulating, dissociating of the v40 head from the eon stem occurred. In the following week the pt underwent revision.